Manufacturer narrative:
The account replaced the scale head and calibrated the scale to resolve the issue.

Event description:
The account alleged, the scale would not turn on and that fluid had gotten into the scale and shorted the scale board. No injury reported.